Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a the stored electrograms on a remote transmission showed possible atrial lead undersensing of the p waves. The atrial lead remains in use. No patient complications have been reported as a result of this event.